Manufacturer narrative:
The device was not returned to vygon for evaluation but the events will be part of complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Mother reported that the tubing was leaking although properly attached.

Manufacturer narrative:
The complaint has been submitted to vygon france, which is where this part was manufactured, for evaluation. After investigating this claim vygon france cannot confirm a manufacturing defect as the faulty sample was not returned. Additionally, the product's batch number was not provided so a batch documentation review could not be completed. Unfortunately, without additional information, we are unable to perform additional investigate for the reported problem. Corrective action: no corrective action will be taken at this time. However, both vygon france and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Mother reported that the tubing was leaking although properly attached.